Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. No ramping numbers noted on the display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad damaged. The customer blood glucose level was 138 mg/dl. The customer was assisted with troubleshooting. Customer stated that the scroll bar was moving with no input. Customer stated that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.